Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative adjusted the mainframe power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a communication error message. No pt injury was reported.